Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent surgery for lead replacement due to lead discontinuity with lead impedance > 10000 ohms and a generator prophylactic replacement. The newly implanted system was tested and system diagnostics returned an impedance result within normal limits with 1417 ohms. It was reported that the explanted devices are not available for return to the manufacturer.